Event description:
Nurse was starting IV on patient. The catheter was inserted with good blood return. The tourniquet was discontinued and plastic sheath was threaded into the patient's vein and the sheath split into 2 pieces. The splits on the sheath punctured the patient's skin causing a hematoma. The sheath was removed intact with splits noted.